Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, at the first firing, the reinforcement reload was connected to the handle, when trying to fire, the knife did not advance, and firing could not be performed. The surgeon was able to press the green button but was unable to squeeze the handle in the middle of the procedure. The reinforcement was removed, resection was performed with another set of reload. After that, the first reinforcement was re-connected and was attempted to fire, but the handle did not work. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.